Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that 4fr peel away sheath unable to thread through tissue despite no issue with inner dilator. Noted to have ridges on end of sheath. Used 3.5fr cook PICC peel away. No problems with product. Remainder of procedure completed without incident. (B)(6)2023 additional information provided: it was reported by the customer "no prior medical history; diagnosis new cerebral mass. PICC needed for lab monitoring and chemotherapy. Event did not involve an urgent/life threatening situation. No negative outcome to patient. Procedure took longer to complete as two separate kits needed to be opened in order to get peel away sheath needed for procedure."